Event description:
It was reported that the lens was explanted due to the patient experiencing visual disturbance. The doctor determined that the sac was too small. There was no patient injury noted.

Manufacturer narrative:
The intraocular lens was received at our manufacturing facility and was visually inspected. The inspection of the optic took place and no optical deviations could be found. A review of the manufacturing records for the lens showed no deviations. Halos and glare are a known and labeled possible side effect of all multifocal intraocular lenses. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of the report, a supplemental report will be submitted.